Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the blister/irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / page 23. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes, chapter 11 / page 115. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged; signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported having a blister that was purulent and leaking clear fluid. She stated that it was near the side of the pod where the cannula was. The pod had been worn on the hip/buttocks for between 24 and 36 hours. The patient is allergic to latex and a few other adhesives. She experiences a small, itchy rash that she gets a cream for from her doctor. She was prescribed the cream from her dermatologist to treat the red and irritated sites. The cream, clobetasol, is a steroid cream that she has been using for years for other irritations. The patient did not go to the hospital because of the blister.